Event description:
Patient reported right side "diffuse edema associated with marked enhancement of the breast parenchyma", "simple cysts", "inflammatory lymph node" and "rupture" via MRI and "pain and form alteration". Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.